Event description:
Pt was being lifted from floor using ez lift when clevis and "dropped" pt to floor, (approx 8") - it was then revealed a pin was incorrectly installed after a "change order" and the pin had not gone thru the clevis eyelet dot above it. Pressure from the bolt/pin had held clevis in place during shop test but weight of pt overcame that tension - releasing the pt to floor.